Manufacturer narrative:
Corrected data: box b: adverse event or product problem: adverse event/product problem: both. Outcomes attributed to ae: other.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging small cell lung cancer. Patient underwent radiotherapy for 12 sessions . No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.